Event description:
Consumer states that the button on the positioning strap was allegedly sticking prior to the power chair going over a curb and the user allegedly falling out of chair. Minor injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model tdxsp-mcg, serial number/date code (B)(4) is approximately 11 months old. The owner's manual part number 1143190 rev k (mar-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) female. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The user stated that the button on the seat positioning strap was sticking. The user was allegedly driving down a ramp, with her seat positioning strap buckled, when the power chair allegedly went over a curb. It is unknown if the user drove the chair over the curb or if a malfunction caused the unintended movement. The owner's manual warns, "do not attempt to drive over curbs or obstacles greater than 3 inches". The manual also has a seat positioning strap warning, "if signs of wear appear, belt must be replaced immediately."